Event description:
A pt presented at a normal follow up in backup vvi mode. Because of the device approaching eri, a software download was not attempted, and will be scheduled for a generator change.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.